Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding DHR review performed. The review of the DHR showed that all records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
(B)(6) hospital feedback: on (B)(6) 2017, the subject medical device was used, the apex of the medical device break suddenly, leading to fail to clip necrotic tissue of patients in surgery, the doctor immediately replace another packing 3700pk, the same thing happened again, in order to ensure patient safety, the doctor used 3005pk complete the operation finally. P.s. 2 devices failed in this procedure,this is the second of these 2 devices, refer to c18097967, which is the first one.